Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
''Quadrox 10000 oxygenator was assembled & primed. However during case oxygenator got blocked and line pressure also increasing continuously so in emergency have to change the oxygenator. Patient age: (B)(6), gender - male.'' Complaint: #(B)(4).

Manufacturer narrative:
The product was requested for sample investigation. However, according to the received information from the customer, the product is not available. Therefore no laboratory investigation could be performed by the manufacturer. DHR for lot 70130268 and 92271868 were reviewed. There are no evidences indicating a non conformance or deviations of the product in question during the manufacturing and final release of this specific lot. Trend search was performed and no systemic issue could be found. The reported failure was identified as part of the current risk management file (dms #1448129 v20). Mitigations for this specific failure are in place as per design specifications and in instruction for use. In order to investigate the issue and identify any product problem, relevant questions were asked. However the hospital cannot be contacted regarding the current health situation covid-19 therefore the requested information cannot be obtained. As a result no futher investigation can be performed. As soon as the requested information becomes available, the complaint will be reopened and necessary steps will be initiated. At this time no sufficient informations could be received and no similar complaint investigation was found which could led to the confirmation of the failure and/or a product-related malfunction. Based on this, the failure could not be confirmed. The reported failure did not contribute to death or serious injury. At this time it cannot be concluded that this is a systemic error. Thus, no remedial action is required. No corrective action is needed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : the product is not available for investigation.

Event description:
Complaint:(B)(4).